Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 23-jul-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve wasn't fully expanded. Severe paravalvular leak (pvl) was noted. It was planned to perform a post-implant balloon aortic valvuloplasty (bav). The delivery catheter system (dcs) was removed over the wire and the nosecone of the dcs caused the valve to dislodge up. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.